Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call customer that the insulin pump stopped working. The caller stated that the scene of the insulin pump was blank, on the screen, across the top, it shows the reservoir is full, the battery is full, the time is showing 8:88 and none of the buttons are working. The customer's blood glucose was 138 mg/dl at the time of the incident. The caller stated that they do not recall getting any alarm or message before the screen going blank. The caller stated that the buttons of the insulin pump stopped working. The caller stated that they had an x-ray last week but they disconnected the insulin pump and put it in the purse. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly, time stuck due to blank display. The insulin pump was received with cracked display window, cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot, missing end cap sticker and stained address and serial number label.